Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/06/2020.

Event description:
The customer reported that the touchscreen is not working. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Product support advised the customer that they suspect touchscreen assembly was at fault. The biomedical engineer replaced the touch screen to address the reported problem.